Manufacturer narrative:
(B)(4).

Event description:
It was reported that shaft break occurred. A 4.00x24mm promus premier stent was selected for use. However, during unpacking of the device, the shaft proximal to the stent got broken. The procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
Promus premier, us, mr, 4.0x24mm stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found the stent had moved distally on the balloon. The stent protector was returned over the stent. The stent protector ID (internal diameter) was measured and was within specification. The stent od (outer diameter) was measured and was is within maximum crimped stent specification indicating that there were no issues with the crimp stent profile. Based on the specified stent protector profile and the maximum crimped stent profile for this device measured shows there is no issues to note with the interaction between the two components. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the device found multiple kinks along the full catheter length. A visual and tactile examination found severe damage to outer/inner just distal to the bi-component bond. The product mandrel was also returned loaded in the device. The damage may have occurred due to the application of excessive tensile force used. The bi-component bond showed no signs of damage or strain. A visual and tactile examination found no damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that shaft break occurred. A 4.00x24mm promus premier¿ stent was selected for use. However, during unpacking of the device, the shaft proximal to the stent got broken. The procedure was completed with a different device. No patient complications were reported.